Event description:
Revision surgery - the pt had a fractured alumina ceramic head from the total hip arthroplasty done in 2009. The surgeon decided to remove the cup and replace with a zimmer cup and liner.